Event description:
The pump was not delivering insulin and within 4 hours, pt was in diabetic ketoacidosis. Noon, in the e.r. Hooked up to several IV's and vomiting bile. Pt was discharged 6 days later. Spent first night in e.r., next 2 in ICU and then regular rooms.